Manufacturer narrative:
The device expiration and manufacturing dates could not be provided as the device lot number was not provided and the device was not returned. The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. A conclusive cause could not be determined for the reported difficulty. Factors that contribute to the reported failure to advance the knot may include, but are not limited to, low profile knot, use technique excessive force, air knot. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that this was an arteriotomy closure of a common femoral artery using a proglide device after a percutaneous coronary intervention (pci) procedure using a 6f sheath. Reportedly, when advancing the knot with the suture trimmer and pulling the rail suture with the other hand, the knot failed to close the hole as blood was still spurting out. The physician rinsed (washed off) the suture trimmer and captured the rail suture and advanced the knot again; however, blood was still spurting out as the knot was unable to be advanced completely to achieve hemostasis. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.